Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the procedure was converted to an open approach due to the bipolar cautery not working as intended. The patient was reported to be sick, and the procedure was a difficult dissection. The surgeon attempted to cauterize bleeding with bipolar energy; the settings were set to 5, however, the bipolar was not working as intended. Due to the bleeding, the surgeon opted not to troubleshoot the e200 generator with the intuitive surgical, inc. (Isi) technical support engineer (tse) and convert the procedure to an open approach. The procedure was completed as an open approach.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The customer opted not to troubleshoot at the time of the event. A review of the system logs by an intuitive surgical, inc. (Isi) technical support engineer (tse) showed 'energy activation halted by an instrument or instrument cable connected to the lower bipolar port on the erbe'. An isi field service engineer (fse) conducted a site visit and confirmed that the e200 was operational. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use.